Event description:
The customer reported that the device would intermittently "lock up" with a blank white monitor display. After cycling device power, the device appeared to function normally. There was no pt use associated with the reported event. The reporter expressed concern that the reported problem may cause a delay in providing pt treatment.

Manufacturer narrative:
Physio-control continues to investigate the reported event.